Manufacturer narrative:
H2) correction: this complaint was incorrectly filed under this registration number, please reference 3012307300-2025-03939 details pertinent to this event.

Event description:
It was reported that the cassette lock error occurred frequently. Event occurred before patient use, during testing. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.